Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 177 mg/dl at the time of incident. The customer's husband stated that the pump had a lot of no delivery alarms even after changing the site. The customer treated with the pump and had a backup plan. The alarm was received during bolus, manual prime and basal delivery. It was recurring and was resolved by a complete set change. Troubleshooting was not completed. The reservoir was not returned for analysis.